Event description:
It was reported that the 5fr catheter did not fit into the end of a 5fr sheath. The 5fr sheath was removed & replaced with a 6fr sheath in order to complete the procedure. No further complications reported.